Event description:
The attending physician observed two screws backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed in 2009 to replace the construct. The revision case was completed with no further incidences. The pt is reported to be good health.